Manufacturer narrative:
Argus case ID: (B)(4).

Event description:
Swallowed the fixative into her stomach [accidental device ingestion] case description: this case was reported by a consumer via call center representative (phone) and described the occurrence of product use for unapproved combination in a (B)(6) female patient who received double salt dental adhesive cream (polident denture adhesive cream) cream (batch number 7k2p, expiry date 30th april 2023) for denture wearer. This case was associated with a product complaint. Co-suspect products included denture cleanser (polident denture cleanser) tablet for denture wearer. On an unknown date, the patient started polident denture adhesive cream and polident denture cleanser at an unknown dose and frequency. On an unknown date, an unknown time after starting polident denture adhesive cream and polident denture cleanser, the patient experienced product use for unapproved combination, drug use for unapproved schedule and product complaint. The action taken with polident denture adhesive cream was unknown. The action taken with polident denture cleanser was unknown. On an unknown date, the outcome of the product use for unapproved combination, drug use for unapproved schedule and product complaint were unknown. This report is made by gsk without prejudice and does not imply any admission or liability for the incident or its consequences. Additional details: adverse event was reported by consumer on 11-jun-2021 via call center representative (phone). The consumer stated "the tube of the polident denture adhesive cream burst after being used for a period of time. This fixative is now dry and hard, and it can't be squeezed out. The consumer has tried to use a toothpick to clear the fixative away from the mouth of the tube first, but the fixative is still difficult to be squeezed out. Because this fixative has a lot left, she called us for a replacement. The consumer indicated that the burst place was close to the top, and about 1 cm to the side of connecting part of the tube. The consumer's dentures are full sets of upper and lower dentures. The upper dentures do not require fixative, and only the full lower dentures require [fixative]. Before applying the fixative to the dentures, the consumer did not wipe the dentures dry, but just apply strip-like fixative to the wet dentures. The consumer said that she uses the fixative 2 to 3 times a day, sometimes even 4 times. Because the dentures would become loose before the next meal, she reapplies the fixative before having meals to hold the dentures tight. The consumer said that sometimes she finds that the polident denture adhesive cream is gone during eating, and sometimes she finds that the fixative on the denture is gone after drinking warm water and feels that she has swallowed the fixative into her stomach and is worried about affecting her health. The agent has informed the consumer about the correct way of using the polident denture adhesive cream, and suggested the consumer to use the product in the correct way. The consumer said that she has visited the dentist, and the dentist has already helped adjusting the dentures dozens of times. The consumer said that after using this polident denture adhesive cream, she has not experience any physical discomfort. The consumer said that polident denture adhesive cream she used previously also had burst tubes before, and at the time, considering the product was almost finished, she thought it did not matter, so she did not contact us to handle [the matter]. The consumer did not mention having physical discomfort after using the previous polident denture adhesive cream with tube burst. The consumer said that she used our polident denture cleanser tablets before, but she is now using other brands' products. The polident denture cleanser tablets she used usually make a "za" sound when being put in water, and then a lot of bubbles would emerge. However, the polident denture cleanser tablets she purchased once had slower foaming compared with the previous ones, and there were fewer bubbles, and [the tablets] were harder to dissolve, and did not clean the dentures very thoroughly. The agent asked the consumer whether she soaked the polident denture cleanser tablet in warm water, and the consumer indicated that she was using ordinary tap water. The consumer did not mention having physical discomfort after using the previous box of polident denture cleanser tablets that foam slower, have few bubbles, harder to dissolve and did not clean the dentures very thoroughly." Follow up information was received on 11-jun-2021 from quality assurance department (qa) regarding complaint (B)(4) and case number (B)(4) (lot number unk). No sample was returned for this complaint and the lot/batch details were not received so a full investigation cannot be completed. As this information is not available the complaint cannot be substantiated and will be closed as inconclusive. Follow up information was received on 17-jun-2021 from call center representative. According to the consumer, consumer is still using the product. Consumer follow the correct instruction on how to use the product (given by call center representative previously) and consumer thinks that it's better now. However, consumer still use the product 3-4 times a day. According to consumer, denture will become loose after meals and after drinking water. Therefore, consumer needs to reapply the product before meals (to hold the denture). Additionally, consumer feels that sometimes she has swallowed the fixative into her stomach. Confirmed with consumer that consumer did not experience any discomfort or adverse reaction as a result of swallowing the fixative. Did not manage to obtain hcp details as consumer is busy.